Event description:
She wore the thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours [device issue], she wore them applied directly to skin for 12-16 or 24 hours before she removed them [intentional device use issue], she wore them applied directly to skin for 12-16 or 24 hours before she removed them [intentional device misuse]. Narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 47-year-old female patient started to use thermacare heatwrap (thermacare heatwrap), from 2005 and ongoing at an unspecified frequency for back pain, sometimes shoulder pain. There was no medical history or concomitant medications. The reporter stated she could not find the thermacare charcoal heatwraps, that she was only finding thermacare heat cells. (Name) provided the reporter with information that they are the same and the product hasn't changed, it still has the charcoal in it. The reporter reported that she wore the thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours. She used the thermacare heatwraps for her back pain and they work marvelously. She wore them applied directly to skin for 12-16 or 24 hours before she removed them since 2005 because they stay heated for that long. She has never had a problem with the product. She has discarded all of the previously used thermacare heatwraps she has used. The action taken for the thermacare was dose not changed. The outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Sample status was not received. Follow-up (11dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19dec2019): follow-up attempts are completed. No further information is expected. Follow-up (15aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts needed. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Sample status was not received.

Event description:
Event verbatim [preferred term] she wore the thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours [device issue], she wore them applied directly to skin for 12-16 or 24 hours before she removed them [intentional device use issue] she wore them applied directly to skin for 12-16 or 24 hours before she removed them [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) year-old female patient started to use thermacare heatwrap (thermacare heatwrap), from 2005 and ongoing at an unspecified frequency for back pain, sometimes shoulder pain. There was no medical history or concomitant medications. The reporter stated she could not find the thermacare charcoal heatwraps, that she was only finding thermacare heat cells. (Name) provided the reporter with information that they are the same and the product hasn't changed, it still has the charcoal in it. The reporter reported that she wore the thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours. She used the thermacare heatwraps for her back pain and they work marvelously. She wore them applied directly to skin for 12-16 or 24 hours before she removed them since 2005 because they stay heated for that long. She has never had a problem with the product. She has discarded all of the previously used thermacare heatwraps she has used. The action taken for the thermacare was dose not changed. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on available information, the patient reported "thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours"(device issue), which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events of "device issue", "intentional device use issue" and "intentional device misuse" are assessed as non-serious and associated with the use of the device., comment: based on available information, the patient reported "thermacare heatwraps longer than 8 hours because they heat for longer than 8 hours"(device issue), which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events of "device issue", "intentional device use issue" and "intentional device misuse" are assessed as non-serious and associated with the use of the device.